Event description:
Patient was to receive metoprolol infusion piggybacked on a saline maintenance solution. Nurse noticed that the metoprolol bag rapidly emptied. Inspection of the pump and infusion set revealed that the drug had emptied out of its bag through a defective check valve into the saline solution rather than free flowing into the patient.